Event description:
It was reported that during a post stent dilatation procedure, the balloon was difficult to deflate and became stuck. The balloon was ruptured and the delivery device was removed with some force. Pt status is listed as "okay".